Event description:
A nurse reported the handpiece heated up during a cataract with intraocular lens implant procedure. Following a five to eight minute delay, the procedure was completed with an alternate system and handpiece. There was no harm to the patient.

Manufacturer narrative:
The company representative examined the system and could not duplicate the problem reported. The company representative tested two phaco handpieces with the original cassette. The phaco handpieces were operated at maximum power for several minutes with no excessive heating observed. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause cannot be determined. (B)(4).